Event description:
During evaluation of a returned homechoice device, a high drain error 107 (night drain #7) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2015 at 10:57:38. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The service history review revealed no previous service events that would cause or contribute to the iipv. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.